Event description:
Customer reported that they went to the emergency room and were subsequently hospitalized in the intensive care unit (ICU) due to high blood glucose levels, which were suspected to be caused by the pump not supplying insulin effectively. Blood glucose levels were reported to be over 400, but the exact number was unknown. There was no reported injury, and no pump issues were identified during a system check. Customer received IV fluids and insulin, resolving the high blood glucose levels, and was released from the hospital on (B)(6), 2025. Replacement supplies were requested, and tandem technical support sent the necessary replacements.